Event description:
On april 25, 2016, ad-tech was made aware that some cranial anchor bolts "snapped" upon removal. Clearer details were received from the customer on (B)(6) 2016. According to the customer, it was stated that "...7 of the 13mm bolts (lsbk1-bx-05) and 6 of the 21mm bolts (lsbk1-ax-05) were used. The patient was noted to have postictal agitation and was seen pulling at the dressing and depths. Staff described proper technique of the surgeons in removing the intact anchor bolts according to instructions provided. It was not clear if any of the bolts broke during removal with the wrench... For the most part, it was felt the patient's agitation and pulling at the dressing was a primary cause for the breaks... There were 7 bolts in total that were discovered broken."